Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot and batch.

Event description:
It was reported that during an unknown procedure, during the firing with the device, they found the blade could not cut the tissue and staples were malformed. They changed to a new reload; however, the event happened again. A new reload was used to deal with the stomach; the staple malformed. Suture was used to sew the wound. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Reload b: ecr45d; batch # (B)(4) the ec45a device was not returned. Two ecr45d reloads were returned and analyzed. The analysis results showed that one ecr45d reload (a) was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the cartridge. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The analysis results showed that one ecr45d reload (b) was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the cartridge. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.